Event description:
It was reported there was a crack on the top cover of the endoscope reprocessor. No patient involvement or impact to patient care was reported for this event.

Manufacturer narrative:
An olympus field service engineer (fse) serviced the device. The fse replaced the top cover. The fse also replaced the male connector to the three port valve and ran a test cycle. No errors or leaks were found. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely physical damage to the device likely from a drop or hard object collision. Design of the device or manufacturing cannot be confirmed as factors to cause the event. The most probable cause for the reported event is user handling. The instructions for use have the following statement which can detect the event: "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. The lid is not cracked, broken, or otherwise damaged."